Manufacturer narrative:
The local area field representative was contacted for additional information to confirm whether defibrillation threshold (dft) testing or commanded shocks were performed as medical intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year that had reached as high as 128 ohms. On average, shock impedance trends were closer to 110-115 ohms. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. A shock vector breakdown revealed the following measurements: rv coil to right atrial (ra) coil = >200 ohms, rv coil to can = 143 ohms, and ra coil to can = 175 ohms. The high impedance appears to be attributed to both coils. Technical services (ts) discussed proceeding with dfts if considering distal coil to can, and performing commanded shocks instead of dfts if left in triad. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year that had reached as high as 128 ohms. On average, shock impedance trends were closer to 110-115 ohms. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year that had reached as high as 128 ohms. On average, shock impedance trends were closer to 110-115 ohms. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. A shock vector breakdown revealed the following measurements: rv coil to right atrial (ra) coil = >200 ohms, rv coil to can = 143 ohms, and ra coil to can = 175 ohms. The high impedance appears to be attributed to both coils. Technical services (ts) discussed proceeding with dfts if considering distal coil to can, and performing commanded shocks instead of dfts if left in triad. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed successfully and an in-range shock impedance measurement in the 120s ohms range was obtained. This right ventricular (rv) defibrillation lead remains in service. No additional adverse patient effects were reported.